Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Customer advocacy. Complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4). MFR(B)(4).-after submission of the initial MDR product was received on 12/18/2025. It was determined this complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.